Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Customer¿s current blood glucose was not given. Customer reports they received a critical pump error image on the pump screen and it showing a book with a question mark as well as a red arrow. Product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.